Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call the insulin pump had dose too big error. The customer¿s blood glucose was 212 mg/dl. Customer stated that insulin pump was not exposed to a high magnetic field. Customer stated that they are able to rewind the insulin pump, and couldn't do displacement test as he has gotten this alarm numerous times so error table stated to insulin pump replacement. Advise the insulin pump requires replacement and to revert to backup per healthcare provider instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 38 alarms noted during testing. Motor was tested outside the device and passed. Unit functioning properly. Unit received with minor scratched lcd window, cracked keypad at select button, keypad overlay texture damage, cracked case near belt clip rail corner, cracked case(battery tube), cracked case, cracked retainer and scratched case.